Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and 493 mg/dl. It was unknown whether the customer was using the auto mode feature. Customer stated they notice suspend was on insulin pump and resumed. Customer declined troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue from the insulin pump and revert to backup plan. The device will not be returned for analysis.